Event description:
It was reported by the patient that they had had surgery (B)(6) 2009. The patient stated that ¿the surgeon tore the lead that went from their hip to their skull because it was scarred in place by the c1 vertebra.¿ additional information was requested but was not available at the date of this report. **the device was later explanted for a reason unrelated to the torn lead and this was detailed in manufacturer report # 3004209178-2010-00875.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: extension. (B)(4).